Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device, could not duplicate customer issue. Audible and electronic alarms are functioning. Cycle indicator is flashing when applying 15 cmh2o backpressure. The customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that during set up for use, device was not cycling and alarming. No patient involvement.